Event description:
It was reported that the programmer failed to interrogate an implantable heart device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate and determined that it was non-wireless devices and attributed it to the radiofrequency programmer head connector on the link electronic module (lem) board being loose and therefore the lem board was replaced and calibrated. The hard drive was also reconfigured and the software reloaded. Concomitant medical products: product ID 229047 software analyzer. (B)(4).